Manufacturer narrative:
Product was not returned. Product available to stryker. An event regarding a loosening involving a tritanium shell was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per sales rep, a week prior to (B)(6) 2017 surgery, patient presented to the emergency room due to dislocation, hip was put back in socket and no surgery was performed. Patient dislocated and was brought to the operating room for an open reduction. Upon opening the patient it was discovered mdm poly had disassociated from the cobalt chrome femoral head. Surgeon re-inspected the poly, femoral head and cobalt chrome liner and it didn't appear to be anything wrong. The cup also appeared to be slightly retroverted. Surgeon removed the metal cobalt chrome liner and added two acetabular screws, replaced the mdm liner, used the same acetabular cup and replaced the mdm poly and the femoral head and also went up in length on femoral head. As per discussion with surgeon he believed this to be the result of a technical error and possibly the scrub tech not assembling the mdm poly to the femoral head correctly on the back table before implantation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, a week prior to (B)(6) 2017 surgery, patient presented to the ER due to dislocation, hip was put back in socket and no surgery was performed. Patient dislocated and was brought to the operating room for an open reduction. Upon opening the patient it was discovered mdm poly had disassociated from the cobalt chrome femoral head. Surgeon re-inspected the poly, femoral head and cobalt chrome liner and it didn't appear to be anything wrong. The cup also appeared to be slightly retroverted. Surgeon removed the metal cobalt chrome liner and added two acetabular screws, replaced the mdm liner, used the same acetabular cup and replaced the mdm poly and the femoral head and also went up in length on femoral head. As per discussion with surgeon he believed this to be the result of a technical error and possibly the scrub tech not assembling the mdm poly to the femoral head correctly on the back table before implantation.